Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, an occlusion occurred. The 80% stenosed target lesion being treated was located in the distal right coronary artery (rca). Predilation was performed. Upon predilation, there was no reflow that occurred in the distal rca in the posterior descending artery and posterolateral branch. Medication was administered. The physician treated the lesion with ballooning and placement of a 3.0x38mm promus element plus stent. Post deployment, there was hazy area noted in anterior wall of the vessel and mid body of the stent. Post dilation was performed multiple times. It was noted to be either a tissue prolapse through the stent and or thrombus. Medication was administered. The next day, the patient returned to the cath lab and the area of interest was lessened. The patient was seen in an out patient clinic a week later. No patient complications were reported and the patient's status is fine.